Event description:
It was reported that the pump did not detect the cartridge. There was no information available regarding the impact on the customer's blood glucose level. No additional information was provided.